Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Cause of blockage was not identified. Reportedly, customer changed pump supplies to resolve the blockage. Customer's blood glucose was 289 mg/dl.